Event description:
Pt jumped out of bed and dislodged the catheter from the bladder. The catheter became lodged in the pt's penis. The catheter could not be deflated by the nursing staff. Intervention by the attending physician was required to deflate and remove the catheter. (*) add'l lot number 9601001022.